Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain around the drg ipg implant site. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified surgical intervention was taken and the patient's scs ipg pocket was repositioned. Reportedly, the patient's ipg pocket was moved from the left buttock to the left flank. The reported issue of pain was resolved.